Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 24 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The costumer stated that she was wearing a sensor and the insulin pump never alarmed when her blood glucose went low. Troubleshooting on the sensor could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.